Event description:
Lead and toxic heavy metals; I was implanted with mentor memory gel breast implants in (B)(6) 2017 after a double mastectomy. In (B)(6) of 2019 I had a worsening of strange symptoms that began 2 months after implantation. It began with mild tingling of my arm and hand and gi symptoms and rashes that progressed to severe pain and disability in (B)(6) 2019. In (B)(6) 2019 my symptoms were severe enough that I could not work or sleep due to neurological pain. Other symptoms include severe constipation, swollen lymph nodes, cysts in armpit, burning rashes on my chest and back, severe acne that I never experienced before implants, severe night sweats that doctors claimed was menopause that I do not have, brain fog, joint pain, breast/chest pain high blood pressure, eczema on elbows, anxiety and depression. Every symptom has gone away after explant except the severe neuropathy of my arm and hand leaving me disabled without any help or benefits. I had every test done to determine my symptoms including blood work, MRI's, biopsies and ultrasounds. Every test came back fine and no doctor could help me no matter what I said to them I was treated as if I was crazy. Finally I decided to have a heavy metal test done after my explant doctor asked me of any allergies. I am allergic to nickel and the rash on my chest resembled the same rash I get from cheap metal jewellery containing nickel. My heavy metal test was done 1 week before explanting my implants. My levels of toxic metals including lead, aluminum, cobalt, tin, titanium were very high and abnormal. I was told breast implants are safe but they are not. These metals are harmful and toxic and cause permanent disability. Six months after explanting the implants my heavy metal levels dropped by 3/4 without chelation therapy. In fact, doctors did not send me for chelation therapy to remove the metals because none of them knew what to do and they are all misinformed and do not seem to know how to deal with this serious side effect. The mentor website states that the only metal used is platinum however there was not even a trace of platinum in my system leading me to the conclusion that the company is using cheaper inferior metals at the cost of our health or they are not doing quality control on their ingredients. Woman are getting unknown sickness and even if the body eliminates the toxins it is putting a strain on the entire system. My body was not eliminating the toxins and they have built up in toxic levels with these substances that should not be in the product especially lead. Mentor memory gel implants need to be removed from the market asap. I did not sign up to a part of any study and I was not told that these implants are still in pre approval stages. This is against my rights as a human being and I did not sign up to be tested on as a person who was removing my breasts to prevent the reoccurrence of cancer. My results were sent to the company and they should have reported this to you the FDA as well. I am now left disabled, disfigured, I lost my home, my income, my years of education and these implants have destroyed my life and are destroying many lives and they need to be removed from the market. They have not done any post approval research by testing women for the effects of heavy metals or any ingredient in the implants. I had heavy metal testing performed by government approved labs and have all the documentation if you would like to review it. Many symptoms women are experiencing from mild to lymphoma and death are due to the toxic metals yet nobody is testing this. Why? It is the main cause of all these symptoms but remains a mystery that nobody is willing to investigate. This is against my human rights and I would like to see the proper research conducted to safely insert these devices in the sensitive area of a woman's chest close to the heart lymph nodes and lungs. FDA safety report ID# (B)(4).